Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific corporation that a exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026, for an unknown treatment. During the procedure, image was lost intermittently. The procedure was completed with a new exalt model d scope. There was no patient complications reported as a result of this event.